Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant."

Manufacturer narrative:
This medwatch 1825034-2014-03310 associated with patient (B)(4) is a duplicate of medwatch 1825034-2014-04343 associated with patient (B)(4). This medwatch 1825034-2014-03310 is considered closed at this time.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2014 allegedly due to pain and osteolysis. The acetabular cup was removed and replaced.